Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the white plastic tip of the impactor device broke was confirmed. An assessment was performed and it was determined that the device was found to have cracked into 2 pieces at the proximal threaded end. It was determined that the cause of the broken tip was improper handling due to the device being been dropped or mis-aligned during use. The assignable root cause was determined to be traced to the user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the white plastic tip of the impactor device broke. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. During in-house engineering evaluation it was determined that the device was broke into 2 pieces at the proximal threaded end. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.